Manufacturer narrative:
The retention product met specifications. The retention sample was tested with various phenotypes and expected results were observed. The customer sample was tested and determined to be rzr2 phenotype. This phenotype causes weak c expression; the event is related to the nature of the sample. The package insert states "positive reactions of cells from persons with unusual rh genotypes may be weaker than those obtained with randomly selected positive control cells tested in parallel. For example, cells from r'sr, rzr2, or ryry may react weaker with anti-c than r1r or r'r red cells". There was no transfusion of incompatible blood based on the results, however, the potential for transfusion of incompatible blood exists.

Event description:
Customer reported an unexpected negative reaction was observed with anti-c (murine monoclonal) series 1 lot 2p3611.